Event description:
Asr revision; asr xl acetabular system - right hip; reason for revision: high level of cobalt in the blood of the patient.

Manufacturer narrative:
Depuy still considers the investigation closed. Should additional information be received the investigation will be reopened.

Event description:
Update alert date 13th march 17. Additional reasons for revision: pain, noise, alval. Confirmed that this patient is deceased. There is no indication that the device contributed to death. The date of death is (B)(6) 2017.

Manufacturer narrative:
New etq record created in order to update etq (legacy system) complaint number (B)(4) reason for original complaint ¿ asr revision. Asr xl acetabular system - right hip. Reason(s) for revision: high blood cobalt. Bi-lateral patient, please see (B)(4) for the left side revision. Update alert date (B)(6) 2017. Confirmed that this patient is now deceased, added patient name, initials and date of birth, additional surgeon, additional reasons for revision x 3, attached scf. Taken from email dated (B)(6) 2017. Additional reasons for revision : pain, noise, alval/soft tissue reaction. No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. The correction/removal reporting number listed applies to the corresponding product code sold domestically.